Event description:
The customer reported that the 9600 sys would not x-ray. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The camera connection was repaired during the svc call. The system was tested and found to be working as intended and put back into svc.